Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 3.5mm x 7.5cm orbit galaxy complex xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the introducer was kinked at 3.9 cm. The proximal end of the embolic coil was severely stretched and fractured in two pieces. The reported issue regarding the kinked coil wire is confirmed. According to the risk documentation, product damage of the retrieved device is a potential issue that can occur during embolic coil retrieval due to the introducer handling and anchoring techniques (rezipping, zipper movement, introducer locking, etc.), which can result in the introducer damage. There is no indication that the issue reported is a result of a defect inherently related to the device. Coil damage was not originally reported in the complaint, and the exact time of occurrence cannot be determined. However, this condition is not considered related to the encountered issue. A review of manufacturing documentation associated with this lot (31586977) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at final assembly to prevent damage from leaving the manufacturing site. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. ¿if friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the healthcare professional that during an endovascular embolization procedure, the coil were on the 3.5mm x 7.5cm orbit galaxy complex xtrasoft coil (640cx3575 / 31586977) was kinked when the physician tried to introduce the coil into the microcatheter. The coil was successfully removed before it was into a patient's body. The patient remains asymptomatic. The procedure was successfully done. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The product investigation completed on 12-jun-2026. Based on the completed product investigation, this event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿.